Event description:
It was reported that patient experienced a loss or change of therapy. It was reported that patient was not feeling stimulation while therapy was on. The patient has been sick with a cold for the last couple of weeks and started taking an antihistamine. The patient increase amplitude felt stimulation in the correct area at 1.2. The patient was having too many accidents which were noted as gradual. The patient stated her symptoms increased gradual particularly unnerving in the last couple of weeks. Yesterday could not step away to go to the bathroom, was in trouble in one minute did not make it to the bathroom, happened a week ago too. Been happening once a week has a bowel movement every day but if there was any change in the routine it was all over. The patient stated stimulation normally felt "itchy. Additional information received on (B)(6) 2016 indicated that the patient has not made an appointment yet with their doctors since they were out of states for 2 months. It was noted that the change in activity level that led to the return of symptom (i.e. Is major surgery, holidays, travel) diet, environment. The patient did change device program once, but it did not help much. The patient called their doctor, no help there because she moved he practice and the patient's records are not there yet. There then can manufacturer representative who tried to help. The patient turned up the program but it had made little or no difference. The patient needs more education on how the device works and how much they can "play" with it. The patient hesitates to do much because they are nervous about the consequences. The indications for use for this patient were fecal incontinence gastrointestinal/ pelvic floor. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.